Manufacturer narrative:
(B)(4).

Event description:
It was reported that following the implant procedure, x-ray revealed perforation. Increased pacing lead impedance and high capture threshold were also noted. The lead was repositioned. The patient was asymptomatic and is doing fine.